Manufacturer narrative:
The insulin pump received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces.

Event description:
It was reported that the insulin pump had button error. The blood glucose level of the customer was unknown. The product will be returned for analysis.